Manufacturer narrative:
The investigation into the into the hemolysis and the low pump flow issue has been completed since the original report was filed. Product was returned and investigated. Per the provided clinical details and product investigation results, the root cause of the hemolysis issue was biomaterial wrapped around impeller. Per the provided clinical details, data logs and product investigation results, the root cause of the low flow issue was biomaterial found on the impeller blades and purge gap.

Manufacturer narrative:
The impella device was returned by the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 62-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was also being managed with ECMO. After withdrawal from ECMO, hemodynamic breakdown occurred and ECMO was reinserted. Although the circuit was replaced, the hemolysis did not improve, so impella was determined to be the cause of the hemolysis. Thereafter, the hemolysis was treated with haptoglobin, etc., but cardiac function did not improve and the patient expired. The doctor confirmed there was no relationship between the cause of death and hemolysis. Additionally, there was a history of suction alarm occurrence. There was no problem with the position, but the volume was unknown.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.